Event description:
The customer called philips to verify the orderable part number for external paddles alleging that the discharge buttons on their paddle set do not work. There was no patient harm.

Manufacturer narrative:
.